Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on the event date, that securi-t percutaneous replacement gastrostomy tubes were used during a percutaneous endoscopic gastrostomy (peg) procedure performed in 2008, (patient gender, age and weight are unknown). According to the complainant, in an attempt to remove the device for replacement, it was noticed that the internal bolster was detached from the gastrostomy tube. Subsequently, the detached bolster was removed using pean forceps. The procedure was completed with another securi-t percutaneous replacement gastrostomy tubes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".